Manufacturer narrative:
A complaint investigation has been initiated. Unfortunately, as no specific lot number was identified, it limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
End user reports "being diagnosed with a uti" a few years back. He was treated with an antibiotic, name not provided. His routine is he first opens the packaging to take the catheter out and then he bursts the water sachet and then dips the catheter back in it. He said he is careful to not touch anything. He then applies hand sanitizer and then removes the catheter from the packaging with the water burst and additionally applies mineral oil to them. He said this is most comfortable for him (with the mineral oil) as he will feel a little spasm at the 8-10 inches inside of him before it enters his bladder if he does not use it. He does go in slow, while deep breathing as we reviewed pelvic floor relaxation. He does not cleanse his meatus with anything prior to insertion. He states he makes sure he is not constipated takes linzess every day as well as has been taking a prophylactic "half pill" antibiotic daily for years after a previous uti he mentioned he had which has helped prevent utis. Drinks cranberry juice 4 x a week for uti prevention as well. End user was advised not to use mineral oil and to ensure proper cleansing of the meatus.